Event description:
It was reported that the modular cable was changed.

Manufacturer narrative:
B3: date of event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.